Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48.9mm in diameter and 68mm in length abdominal aortic aneurysm. The proximal aortic neck was 18.7mm in diameter and 19mm in length. It was reported that the aortic neck was severely tortuous and angulated. The physician had expected that type ia endoleak could occur, and prepared in advance for another manufacturer's cuff. First, the bifurcate was deployed for 2 stents, and the suprarenal stent was opened, pushed up and deployed to reach the contralateral side. After the contra limb was completed, a limb was additionally implanted after it was deployed up to the distal end on the ipsilateral side. The final angiography after touch-up, a type ia endoleak was observed by the physician on the greater curvature side of the neck, and thus touch-up was done again. Another angiography indicated that the endoleak persisted; another manufacturer's cuff was implanted followed by touch-up. Angiography after that showed that the endoleak became considerably fainter than before, but it did not completely disappeared. A type IV endoleak was also confirmed from the bifurcate. No additional clinical sequelae were reported.